Event description:
A suspected allergy is reported during use of an appliance fashioned, using essix c+ plastic material. It is unknown, as of this report, if medical/surgical intervention was required to treat the symptoms.

Manufacturer narrative:
The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Further information pertaining to this event will be reported if it becomes available.